Event description:
It was reported that during a transurethral needle ablation of the prostate, the prostiva generator shut down while a lesion was being performed. The user heard a noise and saw smoke coming out of the generator. The prostiva handpiece was removed from the patient and the user tried to restart the generator. When he turned it on, an error code appeared and the system was inoperable. The procedure was stopped at this time, and no adverse effects to the patient were reported.

Manufacturer narrative:
Final device analysis revealed a reliability non-conformance. The power supply failed.